Event description:
User facility reported during a percutaneous coronary intervention (pci) of the diagonal artery, circumflex artery, and right coronary artery (rca), using the acist injection system, model cms2000, air was injected into a patient. One hour and 15 minutes post-procedure start, the physician adjusted the guide for the rca, the pc wire was inserted, and contrast was injected to confirm placement of the wire. A stent was inserted and deployed and the guide was pulled back. Contrast was injected after placement of the stent and air (four bubbles of approximately four mm) was visible in the rca. The patient experienced st segment elevation and recovered. No other adverse health effects were reported.

Manufacturer narrative:
The acist contrast injection system was taken out of service in 2009 and was returned to acist for testing. The system was tested the following month, and met all pre-established specifications. Disposable kits used during the event were returned to acist on original month, and were tested under simulated use and passed functional testing. An acist clinical specialist visited the site five days prior, to obtain additional information on the event. He noted that staff set up the system for the next case while the patient from the previous case is still on the table. The acist clinical specialist recommended to staff that they wail until the patient was no longer in the room before they begin the next set up to prevent interruptions in the set up profess. No other problems were noted. Based on data from the analysis, the event is not considered device-related; however no definite conclusion can be made as to the cause of the event. This report is closed.